Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was unable to exit the preparing to prime loop during rewind. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. No unexpected prime fill anomalies noted during our testing. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address serial number label.